Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. After the lesion was predilated with a 2.5x15mm non-bsc balloon catheter, a 2.50x16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to reinsert the device but failed because the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged at the distal side of the stent with stent struts lifted. The stent od (outer diameter) for the undamaged proximal section of the stent was measured using snap gauge which is within the maximum crimped stent profile. Stent damage most likely occurred due to withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. After the lesion was pre-dilated with a 2.5x15mm non-bsc balloon catheter, a 2.50x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to reinsert the device but failed because the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.